Event description:
A report was received that the patient is not receiving stimulation. Troubleshooting discovered that fifteen of the patient's contacts were out with high impedances. The physician suspects that there could be a fracture on the leads which is causing the loss of stimulation. The physician has recommended a lead revision.

Manufacturer narrative:
Additional information was received that during the revision is was discovered both of the leads were fractured. The physician replaced both leads and the patient was reportedly doing well following the procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient is not receiving stimulation. Troubleshooting discovered that fifteen of the patient's contacts were out with high impedances. The physician suspects that there could be a fracture on the leads which is causing the loss of stimulation. The physician has recommended a lead revision.